Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of ventilation. There was no patient involvement.